Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility's clinical engineering technician reported a fail code 531. The clinical engineering technician stated they have no record of any patient incident involving the pump since the last baxter service event.